Event description:
It was reported that a patient had a break in aseptic technique during continuous ambulatory peritoneal dialysis (capd) therapy and acquired peritonitis. The break in aseptic technique was further described as the patient made a mistake (unspecified) and the attendant was doing capd without proper training. Subsequently, the patient experienced peritonitis, requiring hospitalization on the same day. On an unreported date, remedial treatment was started which included, ip (intraperitoneal), vancogen injection,1gm (frequency not reported). At the time of the report, the patient remained hospitalized and dianeal therapy was ongoing. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient and attendant. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental report will be submitted.